Event description:
The customer reported that upon a pt death the central station did not alarm.

Manufacturer narrative:
The customer reported that upon a pt death the central station did not alarm. Based on the available info, there is no indication of a device malfunction, however, the use of this device is deemed to be a factor in the pt death. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.